Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd ds headquarters in (B)(4) has been listed in as OEM - (B)(4) is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Based on the provided serial number, this device was the 10th device with this catalog number manufactured in dec. 2014.

Event description:
It was reported that a bd dynac¿ iii centrifuge (120v) was spinning with the lid open.

Manufacturer narrative:
Investigation summary: the complaint of spinning with the lid open on a base dynac iii centrifuge (s/n (B)(4)) is not confirmed. The defective unit was received and investigated. During investigation, it was observed that there were small pock marks along the inside of the bowl, most likely caused by the head screw during spinning and becoming loose during the spin. It was also observed that the head screw threads were damaged. While testing the centrifuge, it was verified that the centrifuge was spinning in a counter clockwise direction and tested at several speeds with no indication of the unit spinning with the lid open. Investigation conclusion: the complaint of spinning with the lid open is not confirmed. Service history was reviewed for this unit and no issues were found. Hazard analysis: this issue is listed as an s4, ¿severe injury to operators¿ hand, exposure to biohazards¿. Root cause description: the root cause was not determined for spinning with the lid open due to the unit not spinning with the lid open during investigation, however, there was evidence of the screw coming lose and was spinning around inside the centrifuge. Rationale: customer received a replacement unit and no further actions are required at this time. Bd instrument plant will continue to monitor trends associated with this defect.

Event description:
It was reported that a bd dynac¿ iii centrifuge (120v) was spinning with the lid open.